Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally it was reported that the pump timed out sooner than the 120 seconds that the time out setting was set to. Customer's blood glucose was 177 mg/dl. Reportedly, pump supplies were changed to address the issue and insulin therapy was resumed on the pump. Customer declined further troubleshooting from tandem technical support.